Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the epidural tubing was removed from wound. Easily removed with no resistance, they found that the black tip was not intact. The x-ray showed negative results.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, no record could be found. The IFU for this kit, e-17019-109a; rev. 06, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance the catheter more than 5 cm beyond the needle tip. Advancing the catheter more than 5 cm increases the likelihood of the catheter tip being placed into the anterolateral portion of the epidural space and increases the potential for the catheter knotting." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found. Therefore, the potential cause of the catheter's tip missing could not be determined based upon the information provided and without the sample.

Event description:
The epidural tubing was removed from wound. Easily removed with no resistance, they found that the black tip was not intact. The x-ray showed negative results.